Event description:
Upon removing the neuron catheter from the packaging, a kink in the distal tip was noticed. Product was placed back into the packaging and a new neuron was removed from inventory. Three other neurons were discovered to have a kink in the same location. There was no visual damage to the other packaging (box). One catheter in the non opened packaging is being returned for inspection. The other catheters were removed from packaging but from handling caused many kinks in the shaft. Please focus on the distal ends only. This MDR is associated with mdr3005168196-2010-00313, mdr3005168196-2010-00629, mdr3005168196-2010-00631.

Manufacturer narrative:
Technical eval: the incident reports significant post failure handling damage and specified the complaint as kinks in the distal tip of the catheter. This unit shows a kink at 2.7 cm from the marker band. This damage is consistent with the damage to the other devices associated with this report. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).